Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. The hospital did not accept any evaluation or repair of the unit. The resolution is unknown.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during preuse checkout. There was no report of patient involvement.